Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis is unknown. The day after onset, the patient died while hospitalized. The patient had not recovered from the peritonitis event prior to death and passed away prior to receiving antibiotics. Dianeal therapy was ongoing until the time of death. No additional information is available. This is report 3 of 4